Event description:
A report was received that the patient was experiencing discomfort at the pocket site and underwent a pocket revision. The pocket site was moved to a new location and the patient is reportedly doing well following the revision surgery.